Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing came apart near the set while sleeping at night. The site location was left side of buttock area and the pump was attached to the pajama bottom on the right side. The infusion had been in use for two days and the infusions were stored in a cupboard at regular temperature. Reportedly, the patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information was available.